Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: review of the black box data revealed records of unexplained power on reset events; however, power rebooting was not duplicated on power up. Product analysis was unable to perform 24 hours exercise of the pump due to missing/unresponsive keypad; unable to navigate from the verify screen. Investigation did not duplicate the complaint of the battery cap not being able to be tightened to the pump. There was no damage to the battery cap or battery compartment threads; the battery cap secured tightly to the pump. The battery compartment was cracked below the bumper pad at the case seal. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. This complaint is being reported because theuser may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.